Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting, since the button was stuck on geo module. The review of system log files showed float tabletop key active at startup error. Upon troubleshooting, the fse found the defective geo module with intermittent pan handle issue. The cause of the geo module failure was due to e-stop button nonfunctional, determined by the supplier's part analysis. To resolve the issue, the fse replaced the geo module and tested the system function, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that float table top key button was active at startup, preventing the system from booting up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.